Manufacturer narrative:
(B)(4). Device evaluation: the reported event was confirmed through evaluation of the case dataset. No console was returned for examination. The device history record for the console was reviewed with no relevant findings. A vps senior algorithm scientist reviewed the dataset and determined the ivecg (intravascular ECG) displayed bi-phasic p-wave from about 35 sec to 50 sec and an orange stop sign was displayed indicating the stylet tip was moving in the wrong direction, against blood flow. Additionally from the about 52 second time point the vps showed a blue bullseye but the ECG signal indicated the tip location was deep in the atrium. Use error caused or contributed to this event because the user did not conform to the information in the console IFU for an orange symbol and evaluation of the ivecg waveforms. A customer in service has been requested. Corrected data: the product number and serial number have been updated on this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was placed in the ICU with the use of vps. A blue bullseye was obtained. A radiologist read a morning portable and found the PICC line looked to be 7-10cm too deep. A second radiologist confirmed this and the catheter was pulled back 7cm. A second image was taken and the location is good. There was no delay in treatment and no patient death or complications reported. It was noted the PICC was 40cm.